Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump damaged. The customer¿s blood glucose was 92 mg/dl. The customer was assisted with troubleshooting. Customer stated that the reservoir ring had cracked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).